Event description:
The customer reported falsely elevated troponin I (access accutni+3 )results, for twenty (20) patients, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. This report is eight of twenty referencing the patient on the event date noted. The falsely elevated results were released out of the laboratory. As a result, the twenty patients were admitted to the hospital. It is unknown if any additional treatment was given to the patients. The customer indicated there has been no report of any additional treatment or current patient outcome to date. The customer reanalyzed the patients' samples, on an alternate access 2 system, and obtained negative results and noted only five samples had elevated values. The customer stated quality control (qc) was within specification prior to and following the event. The patients' plasma samples were collected in 12x75 mm lithium heparin tubes and centrifuged in a statspin centrifuge at 3,900 rpm (rotations per minute) for four minutes. The samples were loaded on the instrument in either the primary tube or an insert cup if the sample amount was inadequate. The customer stated the samples were normal in appearance. No sample integrity issues were reported. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) noted the mixer speed was high (in excess by 60 rpm), the high voltage to the luminometer was low, the ultrasonics adjustment was high, and the wash pump belt was worn. The fse performed preventative maintenance-major and completed all adjustments and alignments. The customer informed the fse that a ratio of 1:501 of system check solution was accidentally put in to the bulk wash buffer reservoir at the time of the reported incident. The fse flushed the wash buffer reservoir and performed system verification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, use error contributed to the reported event. (B)(6). All related medwatch reports associated with this event: 2122870-2014-00454; 2122870-2014-00455; 2122870-2014-00456; 2122870-2014-00457; 2122870-2014-00458; 2122870-2014-00459; 2122870-2014-00460; 2122870-2014-00461; 2122870-2014-00462; 2122870-2014-00463; 2122870-2014-00464; 2122870-2014-00465; 2122870-2014-00466; 2122870-2014-00467; 2122870-2014-00468; 2122870-2014-00469; 2122870-2014-00470; 2122870-2014-00471; 2122870-2014-00472; 2122870-2014-00473.